Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal baclofen (type, concentration, dose and lot number unknown) via an implantable pump for intractable spasticity. Medical history was multiple sclerosis, hypercholesterolemia and scoliosis. The patient was 5 foot 3 inches and weighed (B)(6). Medications were copaxone wellbutrin naltrexone ampyra modafinil estriol vitamin d folic acid biotin and cranberry tablets. The patient had no known drug allergies. It was reported per clinic note dated (B)(6) 2015 the patient had a long history of multiple sclerosis (ms). The ms had slowly progressed with associated right lower extremity extensor spasms and left lower extremity flexor spasms. The patient was in her usual state of health until approximately one year ago when she began experiencing left greater than right buttock, anterior thigh and groin pain. Approximately three months ago the patient developed left leg giving out with left knee buckling and pain in her sacroiliac joint. The patient had disabling discomfort. It was difficult for the patient to determine whether her pain was secondary to her spasms or her spasms were secondary to her pain. The patient had a pump implanted which provided minor relief. The pain seems to be more with standing, walking, mechanical activities and ranges from a 1/10 to 10/10. Treatment thus far had included physical therapy. A 13 point review of systems was reviewed with the patient. It was positive for gross numbness in bilateral lower extremities from her knees down, balance issues and urinary retention with difficulty voiding. The patient's gait was labored and she used a rolling walker. Muscle strength in her lower extremities was 5/5 with the exception of her right dorsiflexor which was 4/5, right hip flexor 3/5 bilateral extensor hallucis longus (ehl) 4/5, left dorsiflexor 2/5, bilateral evertors 4/5. The patient had minor pain with rotation of hip. Positive fabers test on the left and positive straight leg raise test on the left. Global paresthesia distal to the knee. X-rays of the lumbosacral spine reveal mild scoliosis. Ap and lateral flexion and extension views of the lumbosacral spine reveal a grade iii or IV isthmic spondylolisthesis of lumbar 5 on sacral1, slight scoliosis, osteopenia. The patient had severe left sided pain. It was unknown if the pain was due to spasms from ms or secondary to spondylolisthesis. The patient was having magnetic resonance imaging (MRI) of the lumbar spine and a computed tomography (CT) of the thoracic spine for spinal stenosis and spondylolisthesis. Pending the results the physician would most likely recommend an epidural steroid injection. The patient was to follow up with her physician to titrate up her baclofen pump. Intrathecal medication, concentration, dose, lot number and therapy dates were not reported; additional information has been requested, but was not available as of the date of this report. The pump contained compounded baclofen (town and country, lot unknown) 800mcg/ml, delivered at 89.9mcg/day, simple continuous infusion. On (B)(6) 2015 the patient activated (pa) dose was increased from 29% to 50% increase in daily dose. The next refill date was scheduled for (B)(6) 2016.